Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump malfunction with an error message could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pump module alarmed for an error (not specified) during an infusion of heparin. There was no report of patient harm. The facility's biomed reviewed the event logs and identified a bottle-side pressure sensor failure. The pressure sensore was replaced and the device was recalibrated. .